Event description:
An atb5-35-40-8-4.0 was being used in the right arm after a 8 x 40mm stent was deployed, due to a tight waist that was present on the stent. The balloon was inflated four times in total and on the fourth inflation, the balloon ruptured. The balloon was withdrawn into the sheath and it was realized that only 2/3 of the balloon had returned and that the proximal 1/3 was still inside the patient and had separated from the catheter at the time of the rupture. The sheath and catheter were then removed while leaving the guide wire in place. The doctor used his finger to prevent the balloon material from moving, and with the help of a vascular surgeon, they performed a cut down on the vein to a small venotomy and extracted the catheter fragment. Of the two gold marker bands, one was removed. The other remains within the patient, but of no great concern.